Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second unknown xience xpedition mentioned is being filed under a separate manufacturer report number. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after pre-dilating a lesion in the left anterior descending coronary artery (lad) with an unspecified balloon dilatation catheter, with the use of an unspecified buddy wire, an unspecified rx xience xpedition stent delivery system (sds) was advanced to the target lesion in the lad, then the stent was deployed, resulting in a vessel dissection at the distal end of the stent. The xpedition sds was withdrawn from the anatomy. To treat the dissection, a new unspecified xpedition sds was then advanced into a non-abbott guiding catheter, however, resistance was felt between the guiding catheter and the xpedition; the physician indicated that, the outer diameter of the balloon material at the distal end seemed to be larger, or bulkier, than a xience v rx device. The xpedition was withdrawn from the guiding catheter and a non-abbott sds was able to be advanced and treat the dissection successfully. There were no reported adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.